Manufacturer narrative:
Unit passed the self-test, displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. The pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. No drive motor error or abnormal motor rewind noted during testing. Unit successfully downloaded to thump. Unit passed dat test at 0.0870 inches. Confirmed 62.825 units of normal bolus was delivered on 08/27/2025 between 00:01:45.000 and 23:56:53.000. No unexpected insulin flow blocked alarms noted during testing. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 9/01/2025 21:18:10.000 in pump downloaded history, no alarm noted on event date. Found moisture damage to pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, cracked keypad overlay, pillowing keypad overlay, scratched lcd screen (minor) and broken belt clip rails. The p-cap/reservoir does lock properly. Pump passed required testing, and no drive motor error or abnormal motor rewind noted during analysis. No unexpected insulin flow blocked alarms noted during test. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Minor cosmetic damage located at the lcd screen was confirmed during analysis. Confirmed moisture damage to pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported that the screen was scratched and hard to see, the return button and center button were sticky and hard to press, slower plunger rewind, and no delivery alarms. The event involved product(s) mmt-397a, mmt-332a, mmt-1884l. Troubleshooting was initiated, and it was identified that the issue was a past event. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-397a, mmt-332a, mmt-1884l.